Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device was broken. According to the report, the device was tested and was found that it did not work at all, displayed an e8 error code and had a broken wire on the cap. There was a three minute delay to the planned surgical procedure. A spare device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of the complaint, the device evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not work, displayed e8 error on the console, and had a broken wire on the cap. It was further determined that after disassembly of the device, it was observed that the potted motor flex assembly and motor were broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that it was not possible to test the device as e9 was displayed; and both the motor and control were defective. Therefore, the reported condition could not be confirmed as no evaluation was performed. The root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.